Event description:
Additional information received reported that a replacement implantable neurostimulator (ins) was ordered for the case. Compatibility guidelines were requested for the lead to the extension and the extension to the ins. It was unknown if the leads or extensions were going to be replaced.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had been in overdischarge for two years and there were telemetry issues. A physician mode recharge (pmr) was performed and they were able to charge normally. They were charged to ¼ but when they went to clear the power on reset (por) with an unknown error code with the clinician programmer they received the discharged ins message and weren¿t able to clear the por yet. It was reviewed with the manufacturer¿s representative (rep) that this wasn¿t surprising given the duration of time the patient was in overdischarge. The need to charge up further in order to clear the por was reviewed. It was also reviewed how to initiate a pmr and the rep. Was able to begin the pmr countdown. An ins overdischarge was suspected. The cause of the overdischarge was determined to be that the patient did not charge their ins for two years due to different life events. The rep. Stated that they were not able to charge the patient¿s battery enough to clear the por even though they tried for many, many hours to get the battery above a quarter charged. As a result the patient was going to have a battery replacement but no date had been set at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 377845, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID 377845, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).